Manufacturer narrative:
No other complaints reported on the same lot#. We will send a final report once the investigation will be concluded.

Event description:
Intraoperative impossibility to connect the delta pf wrench, model# (B)(4), lot# 201615775 with the delta cup. According to the info reported, there was no prolonged surgery time and no consequences for the patient since another wrench was available and used to complete the surgery. Estimated number of uses of the instrument unknown. Event happened in (B)(6).

Manufacturer narrative:
We received the instrument involved. We performed a dimensional check of the instrument and we confirmed that the threaded part of the delta pf wrench is shorter than the required specification. This feature was responsible for the intra-operative issue, because the threaded part was not long enough to connect the instrument to the delta pf wrench. The internal analysis on this case highlighted that the thread was out of specifications due to an anomaly on the reworking of a single instrument. Only one device was reworked with the lot # involved and this is the first and only similar complaint received on the delta pf wrench (model #9055.51.015), thus excluding that the same anomaly occurred on other similar devices. To prevent the occurrence of similar events, a sensitization of the internal operators who perform the reworking steps was done. In particular, it was pointed out the importance of their activity and possible negative impact in case that an intra-op issue occurs ((B)(6) 2017). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Intra -operative impossibility to connect the delta pf wrench, model# 9055.51.015, lot# 201615775 with the delta acetabular cup. According to the reported information, there was no prolongation of surgery time and no consequences for the patient since another wrench was available and was used to complete the surgery. Event happened in (B)(6).